Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple messages that the pump was unable to be charged and subsequently, multiple temperature alarms occurred. The customer's blood glucose level was 150 mg/dl. The customer changed adapters and reported that the pump declared a message that the pump was unable to be charged and subsequently jumped to 100% charge. Reportedly, the pump would continue to be used for insulin therapy however the customer also has manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunctions were verified, however no failure was identified related to the temperature alarms.